Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of back pain ('lower back pain') in a (B)(6) year old female patient who had essure (batch no. E71801) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "left essure yellow ring not visible" on (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced back pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("significant dysmenorrhea"), complication of device insertion ("new left essure insertion failed, spring visualised at end of tubal ostium"), intentional device use issue ("two essure devices inserted in left tube"), arthralgia ("arthralgia"), myalgia ("myalgia"), asthenia ("asthenia") and amnesia ("memory loss"). The patient was treated with surgery (salpingectomy with right and left cornuectomy for removal of implants). Essure was removed on (B)(6) 2020. At the time of the report, the back pain, dysmenorrhoea, complication of device insertion, intentional device use issue, arthralgia, myalgia, asthenia and amnesia outcome was unknown. The reporter provided no causality assessment for amnesia, arthralgia, asthenia, back pain, complication of device insertion, dysmenorrhoea, intentional device use issue and myalgia with essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: no metal allergy found. Gynaecological examination - on (B)(6) 2016: when device was placed in left tube, yellow ring not visible. Attempt to place a new device on the left, but insertion failed: the spring was visualised at end of tubal ostium. On right side, simple insertion, with visualisation of yellow ring and 3 turns of coils in intracavitary area. Pathology test - on (B)(6) 2020: tubes and essure devices (non-separable) analysis: no atypical lesions, only fibrous changes. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of back pain ('lower back pain') in a 38-year-old female patient who had essure (batch no. E71801) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "left essure yellow ring not visible" on (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced back pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("significant dysmenorrhea"), complication of device insertion ("new left essure insertion failed, spring visualised at end of tubal ostium"), intentional device use issue ("two essure devices inserted in left tube"), arthralgia ("arthralgia"), myalgia ("myalgia"), asthenia ("asthenia") and amnesia ("memory loss"). The patient was treated with surgery (salpingectomy with right and left cornuectomy for removal of implants). Essure was removed on (B)(6) 2020. At the time of the report, the back pain, dysmenorrhoea, complication of device insertion, intentional device use issue, arthralgia, myalgia, asthenia and amnesia outcome was unknown. The reporter provided no causality assessment for amnesia, arthralgia, asthenia, back pain, complication of device insertion, dysmenorrhoea, intentional device use issue and myalgia with essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: no metal allergy found. Gynaecological examination - on (B)(6) 2016: when device was placed in left tube, yellow ring not visible. Attempt to place a new device on the left, but insertion failed: the spring was visualised at end of tubal ostium. On right side, simple insertion, with visualisation of yellow ring and 3 turns of coils in intracavitary area. Pathology test - on (B)(6) 2020: tubes and essure devices (non-separable) analysis: no atypical lesions, only fibrous changes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-nov-2020: quality-safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.